Event description:
It was reported by service report that there is no power to the bed. It was further reported that the headboard and the footboard were cracked. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Power cord insulation headboard and footboard.